Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Pacing capture threshold in the rv (right ventricle) was elevated; rv capture management weekly trend data shows an average threshold at 1.75 volts through (B)(4) 2015 and then rises and is consistently at 2.5 volts or greater.

Event description:
It was reported that the patient was admitted to the hospital for a syncopal episode. The right ventricular (rv) lead exhibited high thresholds as well as a rise in thresholds. It was also noted there was intermittent capture with some transient loss of capture at maximum outputs. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.